Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, immediately following valve deployment, the patient became hemodynamically unstable and cardiopulmonary resuscitation (CPR) was initiated. After ten minutes of chest compressions, the valve dislodged into the ventricle resulting in severe paravalvular leak (pvl). A balloon was placed through the valve struts in an attempt to pull the valve up. The valve was successfully repositioned resolving the pvl. The patient was reported to have recovered well after the procedure. No further adverse patient effects were reported.